Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 50 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that a patient expired while on an ltv 1200 ventilator. It is unknown if there are any allegations against the ventilator causing harm. The ventilator was being used on a hospice patient. The unit did alarm at the time of the event, however, it is unknown which alarm occurred. The ventilator was no the ac power adapter at the time.